Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 additional information added to fields: h3 (evaluation summary attached) and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was evaluated and repaired by the olympus field service engineer. The customer complaint was confirmed. Based on the results of the investigation, it is likely that the connecting tube was unable to be connected as the connector was hit with something hard or loosened and damaged. As a cause of the loosened connector, it's likely the user may have applied stress to the connector toward loosening direction, and the stress was accumulated. The instruction for use states the inspection method associated with the event in the following instructions for use (IFU): chapter 3.inspection before use, 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called technical assistance center (tac) representative stating that the oer-pro has a broken yellow connector inside the tub. The yellow connector was replaced by the olympus field service expert (fse) and the equipment was repaired and verified according to olympus instructions. Software attributes verified. Oer-pro service and repair checklist completed, reviewed log file after test cycle and no issue where found. Completed electrical safety test. Verified repair by running one full cycle, no issues where found. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor had the yellow connector broken. The issue occurred during an unknown procedure. There were no reports of patient involvement.